Event description:
Staff reported the hub of ett [endotracheal tube] fell out of ett multiple times; physicians notified & requested ett exchange but was rejected. Ett still in patient and patient transported to [redacted] with ett.